Event description:
It was reported to boston scientific corporation on august 4, 2020 that a lighttrail reusable 270um was used in a retrograde intrarenal surgery (rirs) procedure in the left ureter performed on (B)(6) 2019. Reportedly, the laser settings used were 800 millijoules and 18 hertz. According to the complainant, during the procedure, the green light of the tip disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results. The reported lighttrail reusable 270um was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 308.6 cm from the top of the connector to the distal tip. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Fibers are consumable and meant to degrade. Light from the sma connector was bright and clear. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device under magnification observed that the fiber tip was degraded. Light from the sma connector was bright and clear. Based on the reported event and product analysis, the reported event was likely related to procedural factors that contributed to the degradation of the fiber. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um was used in a retrograde intrarenal surgery (rirs) procedure in the left ureter performed on (B)(6) 2019. Reportedly, the laser settings used were 800 millijoules and 18 hertz. According to the complainant, during the procedure, the green light of the tip disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.